Event description:
A pump malfunction alarm was reported during the pumping process. There was no adverse impact to the customer's blood glucose level. The customer received assistance in loading a new cartridge using the correct technique and was able to successfully resume insulin therapy.